Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine device change out procedure. During pre-procedure device interrogation, it was noted that the right ventricle lead exhibited oversensing of noise resulting in pacing inhibition. Alerts for noise reversion and high ventricular rate due to noise were also noted. Noise could be reproduced with arm movement. The lead was capped and replaced on (B)(6) 2020. The patient was in good condition before, during, and after the procedure.